Event description:
On 1983: pt had subcutaneous mastectomy. Pt recently has had joint pain and fatigue. MRI indicated rupture of bilateral breast implants. Lymph nodes in the axilla also show silicone within nodes. On 11/15/93, bilateral breast implant removal.